Event description:
The reporter stated an eyeonics lens was damaged in the cartridge. An mtc-60c fp cartridge was used. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Eval: cartridge lot number search; foam tip plunger lot number search. Results (other): a cartridge lot number search was performed and two similar complaints were found. A foam tip plunger lot number search was performed and one similar complaint was found. Conclusions - (other): based on the complaint history and lot number searches, a likely root cause of the event has been determined to be due to the cartridge.